Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for non-sustained rv oversensing due to possible external interference. No patient symptoms were reported. Noise was observed on the atrial and ventricular channels. Isometrics and pocket manipulation were unable to reproduce any extraneous signals. Programming changes were made. The patient will continue to be monitored normally.